Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to instability. The surgeon increased poly thickness from 8mm to 12.5mm and was happy with knee stability. There were no deficiencies noted with the product and no delay in procedure. Lot number was not legible and poly will not be available for return since it was disposed of by hospital. Doi: unknown - dor: (B)(6) 2021 (left knee).